Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that unspecified cgm low alert occurred. The wearable was inserted into the leg, which is off-label usage of the device. On 01/23/2026, the patient reported receiving an unspecified low glucose reading on his receiver but stated that he did not experience symptoms at that time. He did not indicate whether he took any treatment in response. Before leaving home, his blood glucose (bg) measured 148¿mg/dl, and shortly before arriving at the veterinary clinic (¿vet¿), his bg was 114¿mg/dl. While driving, the patient reported losing consciousness and stated that his bg was found to be below 40 mg/dl; however, he did not specify who performed the fingerstick blood glucose (fs bg) measurement or what treatment, if any, was administered between leaving home and his arrival at the veterinary clinic. He indicated that he was taken to the hospital but did not clarify the method of transport. At the hospital, he reported receiving an unspecified medication that he was told would not interfere with his cgm, as well as over-the-counter aleve, though he was unable to provide information regarding the dosage or route of administration. The patient could not recall how long he remained in the hospital or what his bg level was at discharge. At the time of his report, he stated that he was feeling fine. Multiple attempts to contact the patient for additional details were made, but no further information was obtained. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported that unspecified cgm low alert occurred. On (B)(6) 2026, the patient reported receiving an unspecified low glucose reading on his receiver but stated that he did not experience symptoms at that time. He did not indicate whether he took any treatment in response. Before leaving home, his blood glucose (bg) measured 148mg/dl, and shortly before arriving at the veterinary clinic (¿vet¿), his bg was 114mg/dl. While driving, the patient reported losing consciousness and stated that his bg was found to be below 40mg/dl; however, he did not specify who performed the fingerstick blood glucose (fs bg) measurement or what treatment, if any, was administered between leaving home and his arrival at the veterinary clinic. He indicated that he was taken to the hospital but did not clarify the method of transport. At the hospital, he reported receiving an unspecified medication that he was told would not interfere with his cgm, as well as over-the-counter aleve, though he was unable to provide information regarding the dosage or route of administration. The patient could not recall how long he remained in the hospital or what his bg level was at discharge. At the time of his report, he stated that he was feeling fine. Multiple attempts to contact the patient for additional details were made, but no further information was obtained. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.